Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 47 mg/dl on (B)(6) 2016 and 59 mg/dl on (B)(6) 2016 which she treated with orange juice. The customer did not go to the hospital or received medical assistance as a result. Troubleshooting was performed. The drive support cap is normal. The customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen and the device was not exposed to a magnetic field. It was advised to contact the doctor to discuss the issue. The device will not be returned for analysis.